Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.0/+1.0/087 into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. This resolved the problem. The reporter did not indicate the cause of this event.